Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "align the green dot on the nose of the mdu with the black dot on the catheter hub. Then insert the catheter hub into the mdu until it clicks into position. The screen displays a message that the catheter is connected and states the type of catheter being used." (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04630 and 2134265-2015-04631. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that the image appeared but pullback could not be performed. The procedure was completed with an unspecified catheter. After the procedure, the devices were checked and it was then noted that the opticross¿ was not interlocked with the sled properly. No patient complications were reported and the patient's condition was good.